Manufacturer narrative:
Roche received complaints from customers reporting the generation of false mutation detected results for the exon 20 insertion (ex20ins) mutation when using the cobas® egfr mutation test v2. During in-house testing using customer-provided ffpet samples, an ex20ins false mutation detected result was reproduced for one out of 8 ffpet samples, which was processed following the validated sample preparation method from the instructions for use. Although the majority of cases reported were from users using ffpet samples, the generation of false mutation detected ex20ins results with plasma specimens was reported in one case. A false mutation detected ex20ins result could lead to harm under specific scenarios. Consignees will be notified of the issue with instruction to follow the instructions for use for sample input requirements. Additionally, if an ex20ins mutation detected result is generated with the cobas® egfr mutation test v2, customers must confirm the result with another method (e.g., sequencing or other pcr-based tests). (B)(4).

Event description:
A customer from (B)(6) questioned results for exon20ins with the cobas egfr mutation test v2 for one patient. The customer obtained double mutation (l858r and exon20ins) results with tissue samples from the same patient when testing with the cobas egfr mutation test v2. This result was questioned since the lab has not observed this double mutation before and retested the sample. The retest also showed the same double mutation for l858r and ex20ins. Customer had dna frozen from the same patient sequenced by sanger and only l858r mutation was detected. The site isolated dna from eight 4 m ffpet sections. Only nsclc ffpet sections of 5-m thickness containing at least 10% tumor content by area are to be used in the cobas egfr test. Any sample containing less than 10% tumor content by area should be macro-dissected after deparaffinization. No harm or injury was indicated.